Event description:
It was reported to philips that the device is unable to do 12 lead diagnostics. There was no reported patient involvement.

Event description:
The field service engineer (fse) evaluated the device and found no faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.